Event description:
On 20-may-2026, a device evaluation was completed by solventum quality engineering. On (B)(6) 2026, the device was tested per quality control procedure by a solventum service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2026, the device was placed with the patient. On (B)(6) 2026, the device was tested per quality control procedure by a solventum service center and passed. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, solventum's assessment remains the same; it cannot be determined that the alleged necrosis requiring hospitalization and surgical debridement is related to the activ.a.c.¿ therapy system. The device passed quality control checks and met specifications before and after patient placement.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis requiring hospitalization and surgical debridement is related to the activ.a.c.¿ therapy system. A device evaluation is pending return of the device. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 06-feb-2026, the following information was reported by the nurse practitioner: the patient was using the activ.a.c.¿ therapy system with the v.a.c.® granufoam¿ bridge xg dressing and allegedly experienced wound deterioration. The activ.a.c.¿ therapy system displayed continuous suction at 125 mmhg; however, there was no seal, possibly for longer than 24 hours, causing the unit to indicate active suction when it was not. The patient was transported to the hospital after the wound presented with necrosis. On 18-feb-2026, the following information was reported by the nurse practitioner: the nurse practitioner is unsure whether the hospitalization, wound deterioration, or necrosis was caused or contributed by the activ.a.c.¿ therapy system; however, they noted that the v.a.c.® granufoam¿ bridge xg dressing was detached at the distal end of the sacral ulceration and not adequately compressed, while the activ.a.c.¿ therapy system continued to run at 125 mmhg without triggering an alarm. The event occurred on 03-feb-2026, after the v.a.c.® granufoam¿ bridge xg dressing placed on (B)(6) 2026 remained in place an extra day due to a missed visit on (B)(6) 2026. At the dressing change, increased necrotic tissue was present throughout the wound bed along with a foul odor. The patient required hospital admission and surgical debridement, had comorbid diabetes and paraplegia, and was discharged home with resumption of v.a.c.® therapy. A device evaluation of the activ.a.c.¿ therapy system is pending return of the device. The alleged event due to activ.a.c.¿ therapy unit is reported. The alleged event due to v.a.c.® granufoam¿ bridge xg dressing is reported under MDR 3009897021-2026-00009.